Event description:
A medtronic representative reported after a functional endoscopic sinus surgery (fess), the surgeon alleged an inaccuracy of approximately 2mm. The surgeon chose to complete the procedure with the use of the fusion navigation system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
A medtronic representative went to the site on (B)(4) 2013 and tested the suspect fusion navigation system. After several successful registrations, with no issues, the actual patient registration from this event was checked and found to be good. Subsequent to the procedure in this case, the medtronic representative covered a procedure on (B)(4) 2013 and found no issues with accuracy in registration or with the fusion navigation system. No further issues have been reported.